Event description:
The customer reported that the device lost power several times during a patient event. It was indicated that the end user did not touch the device when it lost power. The customer advised that the patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.